Event description:
It was reported that during a cecectomy procedure, it was noticed that after the device was subsequently fired on thick tissue, one of the pins on the knife blade had fallen off. The pin was discarded at the end of the case. The device did not work properly after that and was set aside and a new device was opened to complete the procedure. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller detached and not returned and with the blade slightly buckled. The issue with the roller caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose and not all testing could be performed with the generator. The knife retracted after the handle was depressed. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. A probable cause of the damage to the blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the damage at the rollers. No conclusion could be reached as to what caused this issue.